Event description:
It was reported that, "after surgery on (B)(6) 2010 patient scared down and could not fully extend. Surgeon removed scaring and release as much soft tissue as he could, the patient then came to full extension and the surgeon replaced implants with the same exact type of implants he removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.